Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow up MDR will be submitted. Medical products - m2a-magnum mod hd sz 50mm / pn 157450 / ln 035270, m2a-magnum 42-50mm tpr insrt-3/ pn 139254 / ln 725840, taperloc por fmrl lat 13.5x147 / pn 11-103207/ ln 504290. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02080.

Event description:
Patient¿s legal counsel reported patient underwent left hip revision approximately eight years post implantation. Op notes for revision surgery reported revision due to pain. During the procedure, there was evidence of acute local tissue reaction, fibrotic tissue, and corrosion. The cup was well fixed in spite of the osteolysis. The head and cup were revised. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided. This event is being reported in MFR# 0001825034-2018-00707.